Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported being unable to attach the connector to the ilet while a new cartridge was in place. After attempting to rewind without success, a full supply change was performed using a new cartridge, and insulin delivery resumed without issue. No adverse health effects were reported.